Manufacturer narrative:
It was reported that the "medicine was not coming through the tubes". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Machine turns on but does not process the medicine into mist".